Event description:
It was reported that during a semi-open sigmoidectomy, a nurse found that the cartridge was partially damaged at changing cartridges. The cartridge was not used for the patient. Another cartridge was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) = cartridge fork. The analysis results found that the tcr75 reload was received with the reload forks damaged and fully loaded with staples. No functional test was performed. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. The batch record was reviewed and no anomalies were noted during the manufacturing process.